Event description:
The home patient (hp) contacted baxter technical service. The hp stated that he feels like the machine isn't taking enough fluid off of him each cycle. The hp is also concerned that the machine is overfilling him. The baxter technical service representative (tsr) explained to the hp that the machine will only put in what is programmed and looks for 85 % or more to come out for the drains. Hp stated that he has had over 3000ml come out during a drain. The tsr explained this is possible residual solution from previous fills and ultrafiltrate. The hp stated that tonight he feels overfilled. Through the discussion, the tsr learned that the hp had consumed an extremely large meal prior to starting therapy. The tsr told the hp to call his peritoneal dialysis nurse. At the time of the call, the hp was in dwell 4 of 5 with 24 minutes left of the dwell. The hp will do a manual drain in the morning after therapy to see if all the solution is out. The hp has no final fill. No patient injury or medical intervention were reported.